Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getnge service territory manager (stm) evaluated the iabp and confirmed 6 instances of error 43. The stm suggested that the customer replace the fiber optic module to resolve the issue. The customer agreed and the stm replaced the fiber optic module and performed all of chapter 4 as per mfg suggestion. In addition, the iabp failed the battery run time test, but the customer maintains the batteries. The stm returned the iabp to the customer, but did not clear it for clinical use until batteries are replaced and battery run time test passes.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "fiber optic module failure" error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) has confirmed that the customer replaced the batteries and the iabp was cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "fiber optic module failure" error. No patient harm, serious injury or adverse event was reported.